Event description:
A report was received that a patient had developed a wound blister. A procedure was performed and the patient has recovered with treatment. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Additional suspect medical device components involved in the event:model: ons-2138-70(B) (4)description: linear lead (phase iiia), 70cmmodel: ons-3138-55(B) (4)description: lead extension, 55cm (phase iii)this is the final report. Product unavailable for analysis.